Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 35 mg/dl at the time of the event. The customer stated that he was only given two hours training, and then was advised to start using the insulin pump. The customer proceeded to accidentally give himself a 28.0 unit bolus, when he had meant to enter that he was eating 28 grams of carbohydrates. The customer reverted to manual injections until he can receive more training on the insulin pump. Nothing further was reported.